Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The event description received as provided to the distributor by the healthcare professional states that the centre of the implanted lens was found to become "dull" following dsaek surgery and insertion of sf6 gas. For further info please refer to rayner intraocular lenses limited's MDR # 9611165-2014-00048.